Manufacturer narrative:
The product was evaluated and the irrigation tubing adjacent to the irrigation luer connection to the handpiece was slightly bent. The product was then tested on a console and generated system message indicating a vacuum failure. We observed a drip of fluid from the aspiration tubing connection to the cassette. The leakage suggests an insufficient bond between the two parts as a result of insufficient wetting of the tubing end with solvent during assembly. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, caused by an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. For the small bend in the tubing, we could not conclusively determine root cause. For the small bend in the tubing observed, tight wrapping of the custom pack combined with a part in close proximity that was set down on top of the tubing inadvertently could have caused the bend. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the cassette tubing was bent and crushed at the connector and the irrigation flow rate was low during cataract surgery with intraocular lens implantation. The procedure was completed without replacing the cassette. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).